Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m vicryl ce. Component code: (B)(4) .device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - did the needle fall into the patient?---yes. If yes, ¿ was the needle piece(s) retrieved during the same procedure?--yes. ¿ were x-rays taken to locate the needle piece(s)?---no. ¿ what measures were taken to retrieve the broken piece?---unk. ¿ was there any additional tissue damage as a result of searching for the needle piece?---no. ¿ what tissue structure the broken needle was located?---unk. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports: 2210968-2022-09617.

Event description:
It was reported that a patient underwent a lap hysterectomy on 11/7/2022 and suture was used. The needle broke when sewing in surgery. The broken needle was retrieved shortly. Changed another one to complete the surgery. No patient consequence reported. Additional information was requested.